Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. No clinical information has been provided for inclusion in this investigation. Therefore, without the requested supporting clinical/medical documents a thorough investigation cannot be performed. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to loosening of the tibial baseplate.